Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a system explant procedure on (B)(6) 2018 due to an infection. The system was explanted and a loop recorder was implanted. The patient was admitted to the hospital to resolve the infection. The patient was discharged on (B)(6) 2018.